Event description:
It was reported that during use with bd vacutainer® urine transfer straw the straw detached from the device. The following information was provided by the initial reporter: customer reports that the straw is detaching from the rest of the device, causing exposure of the needle.

Manufacturer narrative:
D.4. Medical device expiration date: na. H.6. Investigation summary: bd received 100 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for separation was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for separation with the incident lot was not observed. Regular inspections for the adhesive bond where the bond will not be broken with a force of 5 lbs. The uv sensor is challenged to make sure the glue is cured. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separation. Bd was not able to identify a root cause for the indicated failure mode.